Manufacturer narrative:
No problem found with return cartridge. No evidence of a device malfunction. Facility staff attribute patient symptoms to a dialyzer reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatiability of device has been established. Nxstage medical considers the report closed. No additional information will be provided.

Event description:
Approximately 20 minutes into first routine hemodialysis treatment with system one, the patient complained of heaviness in chest and sob. Oxygen was initiated via nasal cannula at 2l and sob relieved; but chest heaviness continued. Treatment ended and blood was returned and chest heaviness resolved. Attempted to dialyze again with a cartridge primed with an additional 1l of saline and same symptoms occurred. Treatment ended and blood returned. No other medical intervention provided.